Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report hardware failure on (B)(6) 2014. Dexcom technical support advised patient to reset device. Patient inserted sensor in arm which is not an approved site. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log on (B)(4) 2014 confirmed a hardware and firmware error code. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.